Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications. The device failed visual examination and functional testing. The controller failed to upgrade to the new version of the pump motor controller (pmc).  An effort was made to perform the pmc software upgrade; however, an error occurred during the attempt "erase pmc time out error"; thus the reported event was confirmed. This error most likely occurred as a result of a flash erase timeout, causing the software to not upgrade. Additionally, port 1 of the controller connector was found to be loosening from the controller housing with the o-ring gasket displaced and the locknut loose inside. An internal investigation has been open to investigate this anomaly of loose connector. As a result of this findings, the controller was found out of specifications. The most likely root cause of the reported event of "software installation failure" can be attributed to a flash erase timeout. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this controller failed the software maintenance release (smr) updated. The controller was exchanged without consequence to the patient.